Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2025-0000008. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety ¿ product/procedure: unable to observe as it is not related to the manufacturing process. Visibility/palpability: unable to observe as it is not related to the manufacturing process. Symmastia: unable to observe as it is not related to the manufacturing process. Unsatisfactory result: unable to observe as it is not related to the manufacturing process. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of "symmastia" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: symmastia.

Event description:
Patient reported right side no complaint against the device. Patient later reported exchange from textured to smooth implants due to the patients concerns with the product. Healthcare professional later reported right side "changes in the shape of ...breasts", "unacceptable cosmetic appearance of the breasts", and "symmastia." Device has been explanted and replaced.